Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation

Event description:
It was reported that heart tones cannot be heard acoustically and no audible signals can be heard with installed test loudspeaker. Patient involvement is unknown. There was no report of patient or user harm.

Event description:
The distributor reported an avalon fm30 produced no sound, even with new speaker. Patient involvement is unknown. There was no report of patient or user harm.the third party technical engineer replaced the mainboard under. Multiple other parts were also replaced. The device remains in use at the site.